Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high inr result for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. The result from the meter was 4.0 inr and the laboratory result that was tested immediately was 2.7 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient's dosage has been constant and their most recent inr results have been constant. The customer stated they tested 6 other patients on the same day and all their results were acceptable. The patient's meter and test strips have been requested for return.